Event description:
Event as reported by pt: in 2009 - pt underwent surgery for open mesh implant for right inguinal hernia repair. The following day - pt developed a fever. Pt admitted to the hospital, antibiotic therapy initiated. One week later - open mesh explant procedure performed. The wound site was left open to heal by secondary intention, the pt underwent wet to dry sterile dressing changes twice a day. The wound is currently healing well. Event description based on provided medical records: per implant procedure medical records: the pt was give antibiotics pre-operatively. "The pt took hibiclens showers and used bactroban transnasal to decrease bacterial counts. Double prep was performed". "Preperitoneal space was gently developed and a large mesh plug was deployed without any problem. The mesh straps were secured with interrupted pds." "The onlay mesh which was secured to the pubic tubercle with pds. Laterally, the mesh was stitched to the conjoint tendon and back to itself with pds". Per explant procedure operative note: "all foreign body was removed." "Suture was excised and this allowed for easier removal of the mesh." "For the onlay mesh, the mesh came out fairly easily." "Leaflets were then mobilized from surrounding tissue. There was moderate adherence." "The area of the internal ring was identified and the circular mesh was removed very carefully. Again, there was moderate adherence. The entire plug mesh structure was removed intact with the exception of one leaflet which came loose." "The area of the internal ring appeared to be very well snug, perhaps because of adhesions."

Manufacturer narrative:
Explanted mesh plug sample was received in a plastic container with label stating that there was formaldehyde in the container. Inside the container were 3 pieces of perfix plug. The sample sections were visually examined and a sample amount of what appeared to be tissue ingrowth was observed. Due to the unk storage conditions of the sample post explant as well as the sample being returned in formaldehyde, we are unable to culture the returned sample. A DHR review has been conducted. All paperwork appeared complete and accurate. In 2009, operative report and associated pathology report indicates that a culture of the mesh was requested by the explant surgeon. Pathology report provided to davol does not include any culture results related to the mesh specimen. However, the pathology report does state as the final interpretation: "right inguinal mesh: synthetic mesh, fibroadipose tissue, organizing fibrin, fat necrosis and benign lymph node." While the final interpretation statement on the pathology report does not indicate that the mesh was infected, based on currently available info, it is unk whether or not the device may have caused or contributed to the infection, therefore, no conclusion can be drawn at this time.